Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) microbore catheter extension sets with a one-link needle-free IV (intravenous) connector were leaking from the j-loop. The process step during which this occurred was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.